Manufacturer narrative:
The device was received depuy synthes power tools. The device was evaluated and the reported condition of "leaking oil" could not be confirmed. The device was not evaluated for the reported event. However during service and repair, device failures were found but were not related to the reported event. If add'l info is received, a supplemental report will be submitted. (B)(4).

Event description:
Report received from the USA stating that the device was "leaking oil" during surgery. It is known that device was being used during surgery but no patient or user injury occurred. It is unk if a delay in the surgical procedure occurred as a result of the device issue. There was no add'l info provided.